Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). One picture was attached to the complaint file in which the distal portion of the orbit galaxy was shown. The coil was noted to be outside of the introducer; it remains attached to the gripper. The coil was noted to be stretched in the proximal portion and no other damages were able to be seen on it. The coil stretching was not originally documented in the complaint and it cannot be considered a contributing factor to the failure to detach the coil as reported. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was not able to be evaluated since a functional analysis needs to be performed. The device said to be involved was reported as discarded, therefore, no further investigation will be conducted. This investigation was performed based only on the photo provided. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to an anterior communicating artery aneurysm, an orbit galaxy coil (640cf0510, 30763724) was at coil attachment point, when physician used syringe to detach the coil. It was found that the coil was unable to detach. The doctor tried again, but the coil was still not able to detach. A new coil was switched to complete the surgery. There was no patient injury reported. Additional information was received indicating that a pre-deployment electrical testing performed was performed. The same dcb and control cable was successful with subsequent coils. The coil was still attached to the coil delivery system when removed from the patient. The coil did not stretch or damage when removed from the patient. There was no delay in the procedure due to the event. It was reported that the internal carotid vessel was tortuous, the aneurysm was located in the anterior communicating, ruptured aneurysm. Aneurysm size: length: 6.5 mm, width: 5.1 mm, neck: 3.4 mm.